Event description:
Surgical intervention was undertaken on (B)(6) 2024 where the leads were replaced to address the issue.

Manufacturer narrative:
Corrected data: b5. It should have been ¿leads¿ instead of ¿ipg¿ in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number:3006705815-2024-00714. It was reported that the patient was unable to set their ipg into MRI mode. Further investigation revealed high impedance on both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 where the ipg was replaced to address the issue.